Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a high pressure alarm three times in the day. Per reporter there were no issues found with the tubing, site or connections. No adverse patient effects were reported. It was reported that the patient's catheter had been in for four days and that the pain control has been good.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.